Event description:
Boston scientific received information that the patient implanted with this lead experienced syncope. An unspecified form of intervention was performed with an unknown outcome. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.